Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on an unspecified date, the patient experienced hyperglycemia due to a loss of prime issue. Reportedly, the patient¿s blood glucose (bg) reading was at 408 mg/dl with nausea, extreme thirst and frequent urination. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. Customer technical support agent reviewed the event with the reporter. It was reported that the pump alerted for loss of prime multiple times since (B)(6) 2014. The reporter was able to complete prime step with cartridge change. No sudden change in force or temperature was noted and the cartridge cap was secured properly. Review of cartridge use techniques indicated that the instruction for use was followed. Troubleshooting was unable to resolve the reported loss of prime issue. This complaint is being reported because, the patient experienced severe hyperglycemia related to an alleged loss of prime issue of unknown causes.

Manufacturer narrative:
Follow-up #1: device evaluation: the cartridge has not been returned to animas. A retain sample from the same lot of cartridge was tested by product analysis on 01/06/2015 with the following findings: a visual inspection of the retain cartridge was performed. No damage or defects were noted. A fill test, a force test and a leak test were performed on the retain sample and it met passing criteria. The cartridge force readings were confirmed to be within specifications; no failures related to the loss of prime complaint were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A review of incoming inspection record indicated that the lot met release criteria.